Manufacturer narrative:
Evaluation summary: the complaint cartridge was not returned. Seventeen unopened cartridges were returned. Ten of the samples were in an unopened 10-count carton and seven were returned an opened carton. One sample was pulled randomly from each returned carton. The samples were numbered 1-2 for evaluation purposes. The two returned samples were opened for evaluation. The cartridges were microscopically examined with no damage observed. No particulate was observed inside the cartridges. The cartridges were functionally tested per the directions for use (dfu). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridges were cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during a cataract procedure with intraocular lens implantation, foreign material was adhered to the back side of the iol. This was noticed after implantation. The foreign material was removed and the procedure was completed. The iol remains implanted with no reported harm to the patient. Additionally, it was reported that a non-qualified injector was used in combination with the iol, cartridge and viscoelastic.